Event description:
It was reported that the rv lead was replaced due to non-capture and an apparent lead fracture. No patient complications were reported as a result of this event. Further information received from an attorney indicates that the patient received excessive shocking and a lead fracture necessitating emergency surgery.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the rv lead was replaced due to non-capture and an apparent lead fracture. No patient complications were reported as a result of this event. Further information received from an attorney indicates that the patient received excessive shocking and a lead fracture necessitating emergency surgery. Capture, failure to, lead(s), fracture of, shock, inappropriate.